Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was waxing their car when they received shock therapies. The patient was indicated to have been asymptomatic at the time of the shocks. The shocks were indicated to have been for episodes of ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.